Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events of ¿suspected infection due to pain with pressure¿ and inflammatory nodule are known potential adverse events addressed in the product labeling. The event of ¿sinusitis¿ deemed not device related is considered an unexpected adverse drug experience further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient was injected with one syringe of juvéderm voluma® xc in each cheek. At the two weeks follow up, patient reported feeling a small lump. Approximately a little over three weeks later, patient reached out to the hcp reporting the lump on the left side had gotten larger that is swollen, red, inflamed, and suspected infection due to pain with pressure. The patient was started on an antibiotic (augmentin) with no resolution and was placed on cipro for a 2 week course. Hcp dissolved the l filler using 4 vials of hylenex. Hcp also noted patient had their teeth cleaned within 2 weeks of injection and may have had sinusitis (deemed not device related) around the same time. Symptom status is unknown.

Event description:
Healthcare professional (hcp) reported that a patient was injected with one syringe of juvéderm voluma® xc in each cheek. At the two weeks follow up, patient reported feeling a small lump. Approximately a little over three weeks later, patient reached out to the hcp reporting the lump on the left side had gotten larger that is swollen, red, inflamed, and suspected infection due to pain with pressure. The patient was started on an antibiotic (augmentin) with no resolution and was placed on cipro for a 2 week course. Hcp dissolved the l filler using 4 vials of hylenex. Hcp also noted patient had their teeth cleaned within 2 weeks of injection and may have had sinusitis (deemed not device related) around the same time. Symptom status is unknown.

Manufacturer narrative:
Correction: aware date [parent] was initially sent as on (B)(6) 2022. The corrected initial aware date [parent] should be on (B)(6) 2022. Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.